Event description:
Complainant alleged that during the incoming inspection of the svc loaner device, the display had a blooming effect with a bright green dot in the ctr. The complainant indicated that there was no pt involvment in the reported malfunction.